Event description:
It was reported that the device broke during surgery when the surgeon utilized the impactor and the two pegs broke off from the handle. No backup device available. No impact or injury to patient reported yet. Further information is unknown.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.